Event description:
This report is based on information provided by the remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro, indicating that the device's screen miscalibrated. Unable to calibrate the screen in-house, device unable to be used due to screen inaccuracy.